Event description:
Event description guidant received information that the model 1857 implantable cardioverter defibrillator (ICD) had begun to emit beep tones seven months after implant. An interrogation of the system noted the shock impedance readings were elevated and out-of-range. It was concluded that the beep tones were triggered by the ICD having been taken out of storage mode prior to implant triggering the daily measurement feature. The daily measurements were performed when no leads were attached causing the acoustical warning. An evaluation of the shock impedances from the day of the event indicate they are still elevated and out-of-range. The original fault was cleared. Guidant received additional information that the setscrews of the model t177 ICD became lodged during the replacement procedure. The ICD was not implanted.